Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or not inserted properly or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 24 and 36 hours. The cannula dislodged from the infusion site (back). The cannula was also bent. As treatment for hyperglycemia, a manual injection of insulin was delivered and a new pod was applied.